Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 383069 lead, implanted: (B)(6) 2010; ddbc3d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance in the superior vena cava (svc) coil. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) was triggered for high, increasing impedance for the high and low voltage portions of the rv coil. In addition, it was reported by the patient that the lead likely had an insulation problem, although this was unable to be confirmed. The lead was initially reprogrammed. The physician attempted to laser extract the lead but could not remove it due to scarring; the lead was capped instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.